Manufacturer narrative:
The original implant date is unknown. Patient information is unknown. Complainant device will not be returned for investigation per hospital policy. This report is for an unknown device. Part number and lot number are unknown. UDI number is unknown. Without the part number and lot number, a device history record review could not be completed. If additional information becomes available, a supplemental report will be filed. On (B)(6) 2018, a telephone conversation was had with FDA employee mr. (B)(6). At that time, it was explained that although a FDA web trader account has been applied for, it was not active and an electronic MDR could not be filed. Mr. (B)(6) indicated the FDA only accepts electronic medical device reportable filings. Mr. (B)(6) indicated to add this information in section 10 of form FDA 3500a. Throughout january into february 2018, numerous email correspondences were submitted with the FDA regarding the issues encountered while trying to obtain an electronic medical device reporting account. During the week of (B)(6) 2018, we received indication the emdr account was active. This information will reside in company complaint file (B)(4).

Event description:
It was reported that a revision surgery was required for a cervical screw which had dislodged postoperatively. X-rays taken indicate the screw had migrated. It is unknown when the original surgery took place. The complaint was alleged to be a corelink device but this could not be substantiated.